Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The country of origin is (B)(6).

Event description:
The initial reporter received questionable roche diagnostics cobas elecsys anti-tpo results from the cobas e 801 module analyzer. The initial result (s/n (B)(4)) was <9 iu/ml and the rerun results were 11 iu/ml (s/n (B)(4)), 47 iu/ml (s/n (B)(4)), 10 iu/ml (s/n (B)(4)), and <9 iu/ml (s/n (B)(4)). The questionable results were not reported outside the laboratory. The reagent lot number was 404119 with an expiration date of 'dec-2019'.